Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet system was not connected to a dexcom g7 sensor, the g7 pairing initially failed, and the user received alerts to connect cgm or enter blood glucose; the user¿s self-monitored blood glucose was reported as 450 mg/dl and later read as ¿high,¿ prompting education, sensor replacement with a new pairing code, manual bg entry, and a subsequent switch to backup therapy to address persistent hyperglycemia until the cgm completed warmup and the system could be used. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included successful reduction of blood glucose to 128 mg/dl with symptom resolution. Investigation included remote troubleshooting, user education, guided sensor placement and pairing, infusion site-only change for the pump using a steel set, and follow-up assessments of glucose trend. Investigation of this case revealed that the initial cgm pairing failure and lack of cgm connectivity led to pump operation without sensor data, requiring manual bg entries and contributing to uncontrolled hyperglycemia until backup therapy and correct sensor pairing were completed. It was concluded, based on previously established findings for similar reports, that user setup error and connectivity issues between the cgm and pump were the most probable causes, resolved through retraining, proper sensor pairing, and confirmation of infusion site integrity.